Manufacturer narrative:
Concomitant medical products: imd49b, lead, implanted: (B)(6) 1997. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Possible atrial oversensing was observed in the electrograms. Atrial impedance was within range.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and high rate episodes. It was noted that the patient experienced dizziness as a result of the event and hospitalization was required. The device was reprogrammed and capture management was turned off. The ra lead remains in use. No further patient complications have been reported as a result of this event.